Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Four years and seven months post implant the proximal aortic neck measured 27 mm to 35 mm in diameter. The right iliac artery measured 16 mm to 23 mm to 14 mm in diameter along a 158 mm length. The left iliac artery measured 12 mm to 15 mm to 14 mm in diameter along a 146 mm length. At approximately eight years post implant, the proximal aortic neck measured 37 mm to 47 mm in diameter. The maximum aneurysm diameter measured 73 mm. The right iliac artery measured 30 mm to 29 mm to 13 mm in diameter. The left iliac artery measured 19 mm to 20 mm to 15 mm in diameter. It was reported that, the patient presented emergently with symptoms of aneurysm rupture. The CT confirmed that there was aneurysm rupture. The talent bifurcate stent graft material has partially separated from the suprarenal struts and migrated distally with a proximal type I endoleak. The cts at four years and five months and four years and eight months post implant revealed that the talent stent graft in the right iliac limb had a distal type I endoleak. Recent CT revealed that there is calcification in the right iliac limb and it migrated proximally pulling out of the right iliac limb with the distal type I endoleak remaining. The physician elected to perform open surgical repair and explanted the stent grafts. Upon removal of the talent bifurcated stent graft, there was a type iii fabric endoleak/tear observed in ipsilateral limb. The explanting physician believed that the fabric tear occurred prior to explanting the device, however the physician's colleagues believe that the type iii fabric endoleak (tear) occurred during explant, as there was no significant blushing on the recent cts at the level of the tear prior to explant. Per the physician, the cause of the event was due to loss of patient follow up, and disease progression with dilatation of the infrarenal aortic neck and iliac arteries. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the exact cause of the reported events could not be conclusively determined from the post-implant films provided. The pre-implant anatomy information, films during the implant procedure, and earlier post-implant films were not provided. The exact timing of the fracture was unknown. From the films provided, the aortic neck had dilated since implant, most likely from disease progression. The most recent cta's showed that the aortic neck diameter ranged ~ 37- 47 mm. The dilatation in the aortic neck may have cause the bifurcate to lose seal with the aortic wall. This may have resulted in the migration. The loss of seal and migration may have resulted in higher than expected force being applied on the apices of the embedded posterior bare springs, which then led to the fracture and severance over the 7 year implant duration, possibly due to fatigue or overload. The reported proximal type I endoleak were not confirmed from the films provided. Although the aortic neck had dilated to bigger than the stent graft, no contrast was seen feeding the aneurysm sac from the proximal side. The ipsilateral limb pulling out from the right common iliac artery and contralateral limb not radially opposed to the vessel wall leading to bilateral distal type I endoleak, which resulted in the aneurysm rupture, were likely due to dilatation in the common iliac arteries from disease progression. The exact cause of the fabric cut seen on the explant photos could not be conclusively determined. The cut was seen running lengthwise along the ipsilateral limb stentless area, but from the returned films, no contrast was seen outside of the stent graft near that region. Analysis of the returned films did not reveal any characteristics that could explain the fabric cut. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.